Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a pulmonary resection, an abnormal sound had sounded from the device, and it fired partially. It was noted that the power handle was restarted to confirm the issue. The product was replaced to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the data saved to the system was analyzed and no evidence of a partial firing or abnormal tones being played was found. It was noted that the handle had an inaccurate internal clock. It was reported that the device was firing completely and the instrument made strange noise. The reported issues could not be confirmed. The product analysis noted evidence that the device was traced to component failure. The evaluation detected an unreported condition: of inaccurate internal clock and green safety switch failure that has no relationship to the reported condition. The most likely cause was determined to be manufacturing related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.